Manufacturer narrative:
Qc prior to and after the event was within lab-established range. A bci field service engineer (fse) replaced the ratio pump, ise tubing, electrolyte injection cup (eic) quad ring and spacer, carbon bridge, cl tip, and modular chemistry sample syringe. Fse decontaminated the ise system and verified performance. The issue appears to have been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high sodium (na) result generated by the synchron lx 20 clinical system. The erroneous result was not reported out of the laboratory; hence patient treatment was not impacted. No additional information is available.